Manufacturer narrative:
The insulin pump received with rtc/internal clock comparison error alarm, watchdog timeout alarm, constant tone and frozen screen due to faulty connector on mother board. No inverse check error alarm noted. The insulin pump received with minor scratched display window, missing end cap sticker and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received internal clock comparison error alarm and an inverse check error alarm. The customer's mother also reported that the insulin pump kept on restarting. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they received an inverse check error alarm and a battery out limit alarm after reinserting the battery. The customer's mother stated that the inverse check error alarm and the battery our limit alarm was cleared and went to reset time and date but the insulin pump froze and did a restart. The customer's mother stated that the internal clock comparison error alarm was able to be cleared with esc and act buttons. The customer's mother was instructed to remove the battery for 2 hours. The customer's mother was advised to rewind after. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.